Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective computer board. The x-ray controller board was replaced and calibration files re-loaded. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system failed to boot up.